Manufacturer narrative:
Clinical investigation: see plant investigation: a fresenius regional equipment specialist (res) performed an onsite machine evaluation. The res verified operation of the machine, and the machine was found to be functioning as per specification and functional tests performed. The machine was placed back into service. ). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
On (B)(6) 2018, a regional equipment specialist (res) called technical support reporting this hospitalized male patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) expired during inpatient hd therapy on (B)(6) 2018. Follow-up obtained from the res and hemodialysis registered nurse (hdrn) confirm the patient was hospitalized (admission date/diagnosis not provided), and subsequently expired on (B)(6) 2018 due to a pulmonary embolism (pe) during hd therapy. The pdrn declined providing any additional information; therefore the hospital course is unknown. However, the hdrn did confirm there was no allegation of the 2008t hd machine failing to perform as intended. On 10/04/2018 the 2008t hd machine was evaluated by a fresenius res, and the machine passed all functional and diagnostic testing. The machine was returned to service following the evaluation. The patient¿s medical history includes end stage renal disease, congestive heart failure, diabetes mellitus, and morbid obesity. A temporal relationship exists between hd therapy utilizing the 2008t hd machine, and the patient¿s adverse event(s) of pe and subsequent death. The specific etiology of the pe is unknown; therefore causality cannot fully be determined. However, dialysis patients are known to have an increased risk for pulmonary embolisms when compared to the general population. Additionally, these increased risk factors are higher among hd patients then pd patients. The hdrn reported cause of death was due to a pulmonary embolism. The patient¿s concomitant past medical history included chf, dm and morbid obesity. Based on the information available, there is no documentation or evidence the 2008t hd machine caused or contributed to a serious adverse patient event. The 2008t hd machine has been disassociated from this event, as there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, the 2008t hd machine was evaluated by a fresenius res, and passed all functional and diagnostic testing.